Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter stated the infusion device prompted a restart without first providing an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.